Event description:
It was reported that the user experienced hyperglycemia when they ran out of insulin and were not home to change ilet supplies, during which blood glucose rose to 324 mg/dl; after supplies were changed, follow-up confirmed that glucose values returned to a regulated range. Symptoms included hyperglycemia. Outcomes included no hospitalization or medical intervention beyond troubleshooting and education. Investigation included review of device use and user-reported logs. Investigation of this case revealed that hyperglycemia was associated with an interruption of insulin availability prior to the supply change. It was concluded that the event was resolved with restoration of insulin delivery and user education, and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.